Event description:
It was reported that during central processing, the 8mm force bipolar instrument was observed to have a broken tip and a broken wire. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer could not confirm if distal tip of reported 8mm force bipolar instrument had completely broken off. The instrument was sent back to isi for evaluation. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests were not performed to check to fragment(s) retention. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient demographics were not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.